Manufacturer narrative:
The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed and a leak was observed in the tubing. The reported condition was verified. The cause of the condition was likely due to human error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking from a small hole/crack in the tubing. The leak was observed while the patient was receiving a high-alert vasopressor medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.